Event description:
The product had the hub cracked.

Manufacturer narrative:
Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Add'l info will be submitted within 30 days of receipt.